Event description:
The complaint states that "skin reaction" was reported. Date of event is an approximation. On (B)(6) 2025, it was reported that a skin reaction occurred and the customer requested a sensor replacement. The sensor was insertion date and location were not specified. The area was cleansed with alcohol prior to insertion. She had unspecified symptoms at the site and went to urgent care for evaluation. She indicated she had cellulitis and a bacterial infection, and although requested, no treatment details were specified. The consumer replied ¿yes,¿ to the medical intervention question on the chat. Med safety team also attempted to obtain event details and no reply was received. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional customer or event information is available.

Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).